Event description:
Boston scientific received information that during a routine follow-up, undersensing and a complete loss of capture (loc) were noted for this right ventricular (rv) lead. An x-ray confirmed the dislodgement. This patient is not pacemaker dependent. No adverse patient effects were reported. Update: this rv lead was successfully repositioned on (B)(6) 2012. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.